Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip did not insert into the cannula during a vitrectomy surgery. The laser probe was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample was returned for evaluation. The 25 gauge illuminated flex curved laser probe, l/n was manufactured on december 5, 2017. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three (3) 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction for two of the three laser probes. The third laser probe was found to have a damaged tip. The two laser probe were inserted through the 25-gauge trocar cannula where they were stuck replicating the reported event. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation has been opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).